Manufacturer narrative:
As received from the field, the external sheath was crumpled. This most likely occurred during the array retraction post ablation due to the tissue increasing the external diameter of the array in relationship to the internal diameter of the external sheath. No functional testing could be performed on device due to the state the device was in. Every novasure disposable device is inspected to ensure proper device deployment and retraction prior to final release. This observation will be monitored and trended. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
It was reported that during the procedure, the device was difficult to close. Upon visual inspection of the device on (B)(6) 2020, it was noted that the sheath was crumpled. No harm to patient. No additional details available.